Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that a loss of prime event had occurred 3 times and that the patient has lost confidence in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2014 with the following findings: all loss of prime warnings found in the black box were associated with cartridge events. Product analysis was unable to confirm the customers reported event on (B)(6) 2014 as the black box only contained records from (B)(6) 2014. The pump was exercised for 24 hours at 1 unit/hour with no loss of prime warnings or any other alarms occurring. The force sensor calibration was checked and the pump was found to be in calibration. Product analysis was unable to duplicate the customers complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.